Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the hysterescope's tip broke after it was dropped. It was not specified during what type of device usage the reported event occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely the following led to the malfunction: 1. Excessive force: the reported fault description is due to the effect of a large mechanical force caused by fall. 2. Wear and tear: a discolored seal ring is a defective seal ring due to the age of the item, signs of wear, frequent use and lack of maintenance, poor reconditioning. A defective seal ring is very likely to lead to leaks on the inner shaft. Olympus will continue to monitor field performance for this device.